Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter; product ID: 8784, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 26-jul-2019, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 19-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 1000 mcg/day) via an implantable infusion pump. It was reported that the patient had a decrease in efficacy of therapy. When the healthcare provider (hcp) opened the pump pocket clear drainage was discovered with no obvious source. It was noted that old drug was drawn from the pump and a pocket fill was ruled out. The catheter was switched out with a new 8784 catheter. There were no environmental/external/patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event. Additional information was received from the device manufacturer representative indicated that he explanted device was disposed of. No further complications have been reported.